Manufacturer narrative:
H3: product analysis of part # 9560101 ; lot # 1841062r; service report states that the requested phenomenon was observed and it was found that the outer tube was damaged during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the scope's has poor visibility. Procedure/technique performed was micro endoscopic discectomy. The event occurred on the back table during set up. There were no patient symptoms reported. No further complications reported regarding the event.